Event description:
On (B)(6) 2012 physician confirmed infected pocket with "chocolate colored pus" sample tissue removed and sent for testing. Pocket cleansed and filled with saline soaked loose gauze. Pocket closed and laser lead removal to be arranged at alternative site. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).